Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the q-syte of the bd q-syte¿ luer access split-septum stand-alone device was damaged/deformed and leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "there was leakage found at the plastic shell of q-syte connector."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2021. H.6. Investigation: a sample was sent in, however the canister that was used to return the sample was missing the bottom of the canister and no sample was inside. Should the sample be found the investigation will be revisited. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the q-syte of the bd q-syte¿ luer access split-septum stand-alone device was damaged/deformed and leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "there was leakage found at the plastic shell of q-syte connector."